Manufacturer narrative:
The technician found the shoulder bolt missing on the left side of the bed. The technician replaced the shoulder bolt to resolve the issue.

Event description:
Technician alleged that the bed would not go into trendelenburg. No pt impact.